Event description:
An expired screw was implanted in patient during hip arthroplasty. The spherical head screw was labeled with the expiration date of (B)(6) 2015 and it was discovered after the screw had been implanted in the patient ((B)(6) 2015) that the screw was expired. The product comes with an outer and inner package wrapping. The package remained intact and there was no obvious breech of sterility by either the inner or outer wrapping.